Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a laparoscopic sleeve gastrectomy procedure, the surgeon used four reloads during the case and the event caused the patient to have a micro fistula and hematoma. Intervention, washing, drainage and anti-biotherapy was done to resolve the issue. There was more than 1 liter of blood and 3 points of hemoglobin loss. The surgical time was also extended by more than 30 minutes. The patient is under recovery.